Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. Root cause was not determined. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell 4 of 5. The baxter technical representative (tsr) had the home patient (hp) that air had entered the setup. The tsr had the hp recycle power and se 2367 alarmed. The tsr advised the hp that therapy had ended and he will need to start over with new supplies or do manual exchange. The hp stated that he will do manual exchange. The hc was operational. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved, however, the cause of the alarm remained unknown. The hp had recently requested a swap for the hc and she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.